Event description:
At 10:05 pm blood glucose measured 58 mg/dl, at 10:07 pm read 275 mg/dl, at 10:08 pm read 283 mg/dl, and at 10:10 pm read 107 mg/dl. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.